Event description:
Reporter indicated that a system diagnostics test at an office visit, post generator replacement, yielded high lead impedance suggesting a possible lead malfunction. Further investigation revealed that high lead impedance was present on a system diagnostics test prior to the generator replacement surgery. As a result of the reported high lead impedance, the patient underwent a total vns system replacement. The high lead impedance resolved with the replacement of the vns therapy system. No serious injury was reported.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.